Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer's mother reported throughout morning, blood glucose levels were increasing and boluses did not correct the situation. She reported a leak in the insulin cartridge area. No adverse event reported. A request was made for the return of the device.